Manufacturer narrative:
The hill-rom technician found the patient and caregiver controls needed to be replaced. Per the hill-rom service manual the advanta¿ 2 should be subject to an effective maintenance program. This will help make sure of a long, operative life for the advanta¿ 2 bed. The preventative maintenance will help to reduce downtime due to excessive wear failures. An annual service of the bed is advised in order to maintain its characteristics and performance. Inspect the cable routing for pinching, binding, and damage. Make sure all functions on the caregiver control operate correctly. Repair or replace the side rail as necessary. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2018. It is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced the patient and caregiver controls to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the account stating the bed hilow function is lowering on it's own. The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).